Event description:
Caller reported a minimum fill notification without an adverse impact on blood glucose level. Caller attempted to load a new cartridge with insulin measurements provided and was instructed by technical support to clean the pneumatic tap area of the pump. Initial attempts with the same cartridge were unsuccessful, but loading a new cartridge following the correct technique resolved the issue, and the caller successfully resumed insulin delivery.